Event description:
Approximately 58 months post index procedure, the underwent a revascularization of the cx due to restenosis and left ventricular wall motion. The patient was treated with a non -medtronic stent. Investigator indicated that the event was related to the study device.

Manufacturer narrative:
The previously reported revascularisation of the cx was prompted by silent myocardial ischemia. It reported that the patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the lmca. Approximately 37 months post the index procedure the patient had a bloody bowel and received colonofiberscopy. Significant anaemia was observed and transfusion was performed with 6 units of rcc (red cell concentrate). Medication of bayaspirin, plavix, and warfarin was discontinued temporarily, but resumed because anemia did not progress. The investigator has indicated the event was not related to the study device. The patient recovered.